Event description:
It was reported that during an unspecified surgery, the patient received a shock when cautery was used. Upon interrogation, a false alert for possible output circuit damage was detected. A device download was performed to clear the alert and a manual capacitor maintenance yielded normal results. The patient¿s condition was fine.

Manufacturer narrative:
(B)(4).